Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). Insulin pens were used to address bg levels. During troubleshooting with tandem technical support, contact noted an air bubble in the luer lock. Contact primed some of the air out of the tubing; however some air remained. It was indicated that contact would change the infusion site and tubing. Recommendation was made to discuss infusion set options with their health care provider.